Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a bariatric procedure. The devices did not fire and the surgeon was unable to squeeze the handle. The device was replaced with the same type of product. There was no patient injury.